Event description:
A hospital personnel staff member reported that a flexiseal package was opened to be used, but they found that the balloon device was not attached to the tubing making it unusable.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The product was not used on a patient. This event was reported to a nurse specialist and a supply chain lead from the reporting facility who then forwarded the complaint. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.